Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a 129" (328 cm) appx 24.3 ml 15 drop admin set w/3 clave¿ clear, 4-way stopcock, 3 check valves, 3-port nanoclave¿ manifold, spin luer, 2 ext that had been leaking and producing full-line air bubbles from the manifold to the patient IV connection. It was further reported that the air bubbles had been identified prior to connection to the patient. There were patient involvement and no harm. The event had occurred during set up.